Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 156 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump was received with cracked end cap also, unable to verify compromised force sensor system alarm due to cracked end cap. The insulin pump had slightly loose drive support disk, cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.